Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one introducer needle and a disassembled monoject syringe were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture as cracks were noted throughout the introducer needle hub and upon infusion, leaks from the hub were observed. However, the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the subclavian vein, when the introducer needle was punctured, blood return could not be allegedly confirmed. It was further reported that the hub needle allegedly had cracked. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure via the subclavian vein, when the introducer needle was punctured, blood return could not be allegedly confirmed. It was further reported that the hub needle allegedly had cracked. There was no reported patient injury.